Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. The patient was experiencing muscle stimulation. A chest x-ray revealed that the right ventricular lead had become dislodged due to the patient's twiddler's syndrome. The device was reprogrammed. The patient was admitted in hospital for lead revision. The lead was revised successfully on (B)(6) 2016. The patient's condition post event was stable.